Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient became sensitive to one of the pumps components. It was noted that the patient's skin was turning pink at the surgical site. The caller stated that the pump and catheter were removed on (B)(6) 2019. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the patient's weight at the time of the event. No further complications have been reported as a result of this event.